Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra < model #:mc1vr01-delsys / expiration date: 14-aug-2020 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation <no> device manufacture date: < mfg date: 19-feb-2019> labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) high thresholds were observed once the tether was cut. The leadless ipg was retrieved and replaced. No patient complications have been reported as a result of this event.